Event description:
Patient called lfs alleging that the meter would not count down. Patient explained that only the reported lot caused the issue. The strips activated the meter and did accept blood. No serious injury occurred. No medical care was sought from a healthcare professional. The lot of strips is being reported, since their lots didn't cause the reported issue. Representative discussed product discontinuance.